Event description:
It was reported, the patient has not charged the scs ipg since it was implanted. As a result, the ipg is unable to communicate with external devices and the patient lost stimulation 18 months ago. Surgical intervention is planned at a later date to address the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.